Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced pain, recurrence, dyspareunia and urinary problems. It was reported that the patient had mesh removed on (B)(6) 2005 due to the mesh being ¿too tight¿. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent stress urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent a procedure on (B)(6) 2015 and advantage fit sling was implanted. No additional information was provided